Manufacturer narrative:
MFR received date: 09 sep 2019. Failure analysis on the returned touch screen shows that the ul_lr and ur_ll resistance and resistance ratio were out of specification. Fault was found on this returned touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. (B)(4). Manufacturer's product support engineer (pse) evaluated unit and confirmed the reported issue. Pse calibrated the touchscreen but it did not correct the issue. Pse replaced the unit's touchscreen to resolve the reported issue. Unit was tested and passed. Unit ready for service.

Event description:
Customer contacted technical support (ts) stating that unit had touchscreen failure. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.